Event description:
It was reported that the customer had an unspecified cartridge issue. Customer was instructed to reload the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.